Manufacturer narrative:
The analysis results found that the el5ml device was returned with jaws disengaged from the cam and the shaft broken. The instrument was cycled and ejected the remaining clips due to the jaws condition, in addition the orange indicator was noted to be beyond its intended position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigationis warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap cholecystectomy, the device was stuck in the trocar during the procedure, they had to remove it as an assembly. A second like device was used to complete the procedure with no pt consequence reported.